Manufacturer narrative:
Though requested, additional patient information was not provided.

Event description:
During patient use, a "switched to backup battery" occurred when the ac cable was removed. The power pac battery was replaced. However, the issue was not resolved. The battery was replaced again with a new one which resolved the issue. The patient was ambu bagged and transferred to another ventilator. No permanent patient injury was reported.